Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the vibration of the pump disappeared. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump functioned properly during self-test. No vibrator anomaly noted. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, unexpected test and all operating current test were within the specification. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.